Event description:
Physician reported damage in the echocardiogram and slightly dented. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, damage in the echocardiogram. And slightly dented. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a punctured opening assessed, as to surgical damage like. Additional observations: crease flat observed, in the device. White particles inside of the device no further actions are required, as the device was implanted.

Event description:
Physician reported damage in the echocardiogram and slightly dented. Device has been explanted. This relates to the right side.